Manufacturer narrative:
The complaint device was reported to have been discarded and is not available to be returned to the manufacturer for evaluation.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately 50 minutes before the end of the patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient¿s treatment was restarted with new supplies. Additional patient information was requested but not provided. The complaint device was reported to have been discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a dialyzer blood leak occurred approximately 2 hours and 50 minutes before the end of the patient¿s hemodialysis (hd) treatment. The leak was internal. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient¿s treatment was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to have been discarded and is not available to be returned to the manufacturer for evaluation.